Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: l5-s1 disc space disease, degenerative disc disease. The patient underwent the following procedures: anterior lumbar interbody fusion at l5-s1; using prosthetic device; anterior plate stabilization, asf l5-s1 with extraperitoneal approach. As per operative notes, ¿the interspace was then sized and it was felt that a size 13 fra spacer would be appropriate. This was then filled with rhbmp-2/acs and impacted into place.¿ no patient complications were reported.